Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. The care giver stated she did not know what to do so she proceeded to just re-hook the home patient (hp) and continue therapy. A batch review was not performed since lot number was not available. A labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This report is for use error. During follow up for an unrelated complaint on (B)(6) 2011, corporate product surveillance (cps) received a report from the caregiver (cg) that on (B)(6) 2011, the home patient (hp) must have unhooked the tube during therapy because he was drenched. The cg stated she did not know what to do, so she proceeded to just re-hook the hp back up and continue therapy (this complaint). The cg stated she did not notify the registered nurse (rn) of the incident. Cps recommended contacting the rn. The sample was discarded and the cg did not know the lot number of the supplies. There was patient involvement, but no serious injury or medical intervention was reported.